Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash underneath the ECG electrodes and therapy electrode pads. The patient described the rash as red, itchy, and sore. The patient's cardiologist determined that the irritation was due to an allergic reaction to the metal components of the belt. The patient's cardiologist instructed the patient to remove the lifevest for a few days and to use cortisone cream until the rash improves. Follow-up indicated that the rash was "90% gone" and that the patient would be resuming wear of the lifevest.